Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had been in a skilled nursing facility ever since deep brain stimulation (dbs) surgery. It was reported the patient's cognitive skills were impaired and he had horrible hallucinations. The patient's doctors allegedly had no answers.